Event description:
During cystoscopic procedure, surgeon reported the coagulation on bovie was not working (no power) and he requested that the power be increased. Power was increased to 3-4 on dial with no improvement. Dial increased to 5 and surgeon finished procedure. He reported he saw a spark flash which was resulted in a perforation of the bladder. Bovie unit was replaced with different machinedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, other. Conclusion: device was out of spec in a manner that relates to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.